Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. The reported event was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents a tear. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit had a cuff breakage. The customer reported that patient was re-intubated.